Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the power cable was damaged and the device would not stop; the motor speeds not stable. The plug harness assembly and motor were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that it is impossible to stop the dermatome during the surgery. Power cable sheath was damaged as well. Evaluation of this device later revealed that the motor speed of the device was not stable. No adverse events were reported as a result of this malfunction.